Event description:
Glass found on needles for drawing blood on 8/3/99, 8/11/99, 8/17/99, 9/3/99 and 9/13/99. "Have history on conversation with vendor if needed also lot numbers." Have viewed glass with microscope in lab.